Event description:
One person states that she experienced the following symptoms while working as a nursing assistant, then as an executive secretary: asthma, rhinitis, respiratory problems, tightness in the chest, throat swelling, skin rashes, hives, contact dermatitis, extreme discomfort, depression and emotional distress. She states these symptoms are due to her exposure to latex dust and or latex-containing powders from latex products.